Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. Items not returned for evaluation: -catheter. The visual analysis of the returned device found the implant coil stretched at the proximal section but still attached to the pusher. The investigation of the returned coil system found the implant to be stretched at the proximal section. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength. Based on our investigation findings and clarifying information received from the reporter, there was no coil detachment malfunction. The coil was stretched. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h11. Change to section: h6- medical device problem code.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
As reported, during treatment of a gastric varices embolization, the coil separated from wire detacher when trying to push in the vessel. No patient harm or injury reported.